Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) need battery replacement compartment 1 + 2. No patient involvement reported.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine replacement of the expired batteries . There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.